Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured on the first inflation. The number of atms reached is unk. The calcified lesion being treated was located in the left anterior descending (lad) coronary artery. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good".